Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the pieces won't stay together and loose focus. A visual inspection was performed and showed no components of the coupler were loose. The coupler is scratched , dented, and severely faded. Functional inspection was performed and showed when the coupler was attached to the camera system it provided a clear sharp image. This device was shipped to the customer on 10/08/2010. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defected were observed.

Event description:
It was reported that during a shoulder procedure, the device would not stay focus secure and lose focus. There was a delay of more than 30 minutes. A backup device was used to complete the procedure with no patient injury reported.